Manufacturer narrative:
Insulin pump was unable to perform displacement test due to unresponsive keypad noted. No button response due to moisture damage on keypad traces noted. Severely corroded battery cap contact and battery tube noted. Insulin pump had moisture damage noted on force sensor and all electronic assemblies. Insulin pump had a corroded motor home switch noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was exposed to fluid. The customer jumped into salt water while wearing his insulin pump. His blood glucose reading was 260 mg/dl. Standard troubleshooting was performed. There is fluid under the insulin pump's lcd display. The customer was advised to revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)